Event description:
It was reported through an implant card that the patient's lead was replaced due to a lead fracture. Product has not been received into analysis to date. No further relevant information has been received to date.